Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received no delivery alarms on their insulin pump. Customer's father stated the customer's blood glucose would fluctuate from 43 mg/dl to 400 mg/dl due to the no delivery alarms. The father declined to troubleshoot for the customer's blood glucose. No additional information provided.